Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Lap chole - "case information unknown". Per rep (B)(6) on (B)(6) 2013 "unfortunately, the operating room director can't remember what the problem was exactly. She suspects it is the same issue as the other clip appliers they have sent back and this is the they are sticking when pulling the trigger all the way back." Patient status: unknown.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.